Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, detached end cap and cracked battery tube threads.

Event description:
The caller reported via phone call that the insulin pump had a detached drive support cap. The customer was unaware of how the damage occurred. The insulin pump was returned for analysis.